Event description:
It was later reported the lead and implantable neurostimulator (ins) were explanted on (B)(6)-2014. It was stated the device was not removed for normal battery depletion and it was removed due to breakage and dislodgement of the lead. It was noted the lead fractured at the connector block and would not come out. Reportedly, there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0exuh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4): final device analysis of the implantable neurostimulator (ins) revealed the following: there was no functional testing of the ins due to the condition of the ins. Only visual inspection was performed. The proximal end of the lead was stuck in the connector port of the ins. Final device analysis of the lead revealed the following: there was no functional testing of the lead due to the condition of the lead. The lead appeared to have been twisted and all conductor wires were broken due to overstress or damage. The proximal end of the lead was stuck in the connector port of the implantable neurostimulator (ins).

Event description:
It was reported that the patient had loss of therapeutic effect. The patient reports no stimulation sensation and throbbing sensation at stimulator when stimulation up to 8.5 volts. The patient had lidocaine shot at lead insertion site and lost stimulation sensation and return of symptoms a few days later. The current impedance measurements are normal per manufacturer representative. The week of (B)(6), the manufacturer representative couldn't remember exact date. The patient was seen at the healthcare provider office around that time with pain at lead insertion site. The healthcare provider (hcp) gave the patient lidocaine injection at that location and within a couple days later, the patient had full symptom return. It was reported that the patient had great symptom relief at 2-12-14 follow up appointment. The patient was feeling stimulation strongly at 1.5v at number 1 electrode. The manufacturer representative was meeting with patient today due to the patient full symptom return and feeling no stimulation in vaginal area up to 8.5 volts with patient programmer and with the manufacturer representative increasing stimulation with clinician programmer. The patient does report a throbbing sensation at stimulator site when at 8.5 volts. The manufacturer representative ran impedance test at 1.0 volts and normal impedances reported all around 300-1000 ohms. The patient reported no falls, trauma or any medical tests since implant. The manufacturer representative was going to re-test impedances and contact tech services if needed. Additional information received reported the manufacturer representative was currently in or(operating room) now doing a lead revision. Reports when they opened the pocket, the lead had fractured. The lead was twisted like a water hose. The manufacturer representative will be sending in for analyze. The lead had been twisted and kinked up. Reports the tined had pulled up where the electrodes of the lead was actually up and tunneled between mid-line of the stimulator. They will be revising the fracture lead. The manufacturer representative reports no fall or trauma. Do not believe patient was a "twitter". The manufacturer representative wanted to know if there was a way to remove the broken lead from stimulator, reports the broken lead was inside the header block. The manufacturer representative reports they have tried unscrewing the setscrew and the fracture lead did not fall out. Additional information received reported that the patient had their original interstim implant on (B)(6) 2014. All 4 electrodes were active in the or(operating room) with a strong bellows and toes motor response at less than 2 volts. The patient intraoperative impedance test was normal. Post implant, the patient experienced fantastic symptom relief of almost 100%. The patient was using manufacturer standard program number 2 (electrode 1 negative, electrode 3 positive, 210, 14) at 1.2 volts. Around the (B)(6) the patient experienced a loss of therapeutic effect and loss of sensory sensation. On (B)(6), the patient was seen in the clinic and could not feel stimulation on any of the 4 standard programs at 8.5 volts. Multiple impedance tests were conducted between 1.0 and 3.0 volts at pulse widths of 210 ¿ 360. All impedance tests returned results in the normal range and all were between 175 ¿ 300. The patient was then scheduled for a sacral x-ray. Sacral x-ray determined that the lead had migrated all the way up into the tunnel between midline and the pocket. Patient did not report any traumatic event such as a fall. The patient did report that their battery sometimes moved around in the pocket and the patient would ¿adjust¿ it. A lead revision was scheduled for (B)(6) 2014. Upon opening the pocket, the healthcare provider observed fluid (possibly lidocaine that had just been injected into the area) and that the battery was flipped over with the etched side facing down. The healthcare provider then discovered that the lead had fractured right at the insertion point to the connector block of the stimulator, leaving a portion of the lead inside the connector block. We were ultimately unable to remove this portion of the lead from the connector block. The lead was very, very twisted and all 4 sets of tines had also fractured allowing the lead to pull up from the sacrum to the tunnel between midline and the pocket. Since the lead was fractured inside of the stimulator, it could not be reused. So both the stimulator and the lead were replaced and th e patient has now had a return of therapeutic effect similar to her original results. In order to prevent additional movement, the new stimulator was sutured into the fascia using the two holes in the connector block. It was thought that the patient ¿flipping¿ the battery over and over in the pocket when ¿adjusting¿ it caused the lead to twist up, eventually creating tension at the tines as well as at the point of insertion into the connector block of the stimulator. Eventually the tension caused by the twisted lead becoming shorter and shorter caused the tines to pop (probably during the last week of february) and additional ¿flipping¿ since (B)(6) caused the fracture of the lead at the connector block.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.